Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that every time the patient goes into meijer if they don't cover up the stimulator or walk sideways through the security gates, they would get shocked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.